Event description:
A report was received that the patient's ipg was not able to hold a charge after a non-device related previous surgery where monopolar electrocautery was used. The patient underwent an ipg replacement and was reportedly doing well after the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery ((B)(4)).

Manufacturer narrative:
The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.